Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead presented a loss of capture around 3 weeks after it was implanted, so it was examined by fluoroscopy and was found to had dislodged and when it was examined for repositioning, blood was noted inside the insulation near where the suture sleeve was located so an insulation breach was suspected. The lead was subsequently explanted and replaced with a new lead. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this right atrial (ra) lead presented a loss of capture around 3 weeks after it was implanted, so it was examined by fluoroscopy and was found to had dislodged and when it was examined for repositioning, blood was noted inside the insulation near where the suture sleeve was located so an insulation breach was suspected. The lead was subsequently explanted and replaced with a new lead. No additional adverse patient effects were reported.